Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The device was not returned for investigation. The cause of the high purge pressure was not determined since product/data was not returned. Added b5 and b6. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6 and f8 removed. H6 medical device problem code, corrected from 2954 to 1491.

Event description:
Additional information: the patient expired on impella support. Per abiomed medical safety office review: there is no association between impella use and outcome. Patient's peri-procedural condition was poor.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, there was an alarm of high purge pressure and purge system blocked. It is unknown if the impella 5.5 was replaced at this time. It is noted that there was no patient harm.